Event description:
The customer reported that while running an hiv-1 p24 antigen assay, summit sample handler, did not pipette the correct amount of diluent in well positions b6 through d6. Customer also reported air bubbles dispensed in well positions e6 through h6. No error messages was given. An ortho field service engineer was dispatched and could not duplicate the problem. Fse replaced collect, sleeve and compression spring in position 6. No death or serious injury was associated with this event.